Manufacturer narrative:
The hillrom technician inspected the lift and found that the extension cable was burnt and needed replacement. There was no reports of sparks or flames observed by the staff. It was determined that the customer connected the power cord directly into the control box forcing the connection. The extension cord was replaced. The technician performed functional, visual, and audible tests per the service manual to verify the lift functioned as designed. The electrical parts of hillrom lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems even as hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts (3en371001 rev. 5) it is stated under section 8: verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear." In the instruction manual for viking lifts (7en137107 rev. 4) states, under inspection and maintenance section: "a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts." And on page 14, under charging the battery section: " if the charger cable (coiled cable) is beginning to stretch, it should be replaced in order to minimize the risk of the cable getting stuck and breaking." If the instruction as outlined above are followed it is very unlikely for an injury to occur due to this error. Although the reported event did not result in a serious injury and was noted to be caused by use error, the report of a burnt power cable could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported the lift's extension cable was burnt. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).